Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. The physician explanted and replaced the lead successfully. The patient's status is unknown.

Manufacturer narrative:
Further information was requested but not received.